Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's grip tips to be missing. One of the grip was not returned with the instrument. It was concluded that the damage was due to mishandling/misuse. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a piece from the instrument allegedly broke and fell into the patient and the fragment was retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that one of the instrument paddles was missing from the fenestrated bipolar forceps instrument. Customer is unsure as to when the instrument broke, however; believes that all fragments were retrieved from the patient. On august 20 and 24, 2015, intuitive surgical inc., (isi) obtained additional information regarding this reported event from the site's da vinci team lead and surgeon. The patient is doing fine and there was no apparent injury as a result of the instrument's malfunction. A piece from the instrument was observed lying on top of the patient's bowel during the case as the surgeon was starting to change instrument in order to close the cuff. The surgeon was about halfway through the procedure performing a single site hysterectomy procedure when the piece was noticed. The piece was visualized in the patient's abdomen and was retrieved laparoscopically during the same procedure. There was no x-ray required. The customer was unsure if the wrist was straight and believes that there was no collision with another instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.